Event description:
The recipient was reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could only be obtained up to some spacing with one type of external processor and no lock could be achieved with another external processor. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The hybrid internal visual inspection revealed non-conductive epoxy encroachment at some components. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength was measured across an electrical component, which is believed to be related to the loss of lock. A supplier car was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.